Manufacturer narrative:
The hospital technician troubleshot the reported event. No ge healthcare service was requested. Customer contact reports no patient information available. Unique identifier: (B)(4).

Event description:
The hospital reported that the unit alarmed for high positive end expiratory pressure (peep). There was no report of patient injury.